Event description:
The customer reported black screen displayed during an inspection involving an olympus gastrointestinal videoscope. There was no patient involvement reported.

Manufacturer narrative:
E1 to be continued: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.